Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lung resection procedure. For the fifth firing, fired a manual stapling handle. However, crack sounds were heard and the black return knob became immovable. There was no patient harm. The status of the patient is reported as no problem.